Manufacturer narrative:
The reason for reoperation: "all say the implants need to go the silicone is affecting my body," "within the last 2 years both my capsules have ruptured and they are very high" and "terrible pain in one breast due to this." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "all say the implants need to go the silicone is affecting my body," "within the last 2 years both my capsules have ruptured and they are very high" and "terrible pain in one breast due to this." This record is for the left side. Device remains implanted.